Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an interventional thrombectomy procedure. Reportedly, the sutures of two devices were successfully pre-placed. The sheath was upsized to 7f and image was taken when it was noticed a dissection at the common artery access point. The activated clotting time (act) levels were confirmed normal. The 7f sheath was removed and the sutures of the devices were cut. The thrombectomy procedure was aborted and manual arterial compression was applied to achieve hemostasis. The dissection was not treated, but was left alone to heal on its own. The dissection healed as expected, and the patient had normal femoral and pedal pulses. There was reported clinically significant delay in the procedure or therapy. In addition, it was decided not to move forward with the thrombectomy of the left leg as operator did not believe it would be a good long term solution to the patient¿s problems. No additional information was provided.